Event description:
It was reported that the procedure was to treat a coronary artery. Reportedly, the 3.50 x 15mm rx nc trek balloon catheter ruptured during first inflation. Another balloon was successfully used to complete the process. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture could not be confirmed. However, the returned device analysis noted a tear in the shaft thus consistent with the reported information. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or shaft damage reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.